Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date inratio inr (B)(6) 2015 2.0 (B)(6) 2015 4.0 (B)(6) 2015 5.0 (B)(6) 2015 2.5 therapeutic range: 2.0 - 3.9. The caller's coumadin was held after the (B)(6) 2015 inratio inr of 5.0 and she ate cabbage. The caller reported adding multiple drops of blood to the testing strip, which is considered an improper technique when testing on the inratio. There was no additional information provided.